Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 62 yo male patient, initial right total knee implanted on an unknown date, underwent a revision procedure on (B)(6) 2022. The patient was evaluated in clinic and found to have a moderate to large knee joint effusion as well as moderate polymeric-induced synovitis measuring 8-12mm on MRI extending into a ruptured popliteal cyst and the semi-membranous and popliteal bursae. There was also osteolysis found posteriorly on the femoral condyles based on radiographs and a MRI. He was indicated for revision of the right total knee arthroplasty. A complete synovectomy was performed. The polyethylene was removed. The femoral component was exposed and found to be grossly loose. There was osteolysis found posteriorly on the femoral condyles which was removed successfully. Attention was turned to removal of the tibial component. Both the tibial and femoral components were removed with minimal bone loss. A competitor¿s devices were used for replacement. The femoral component was impacted into place. The polyethylene liner was attached, and the knee was reduced. The patient was transferred in stable condition to recovery unit. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, d6a, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and full product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.